Event description:
On (B)(6) 2009, isi received user facility medwatch # (B)(4) from the FDA: event description: "during a robotic hysterectomy being performed a tip of the harmonic insert dislodged in the abdomen. Unable to extract tip laparoscopically therefore a mini incision was performed and the tip was retrieved. The pt required a higher level of surgical care as a result of the event. This is the second harmonic tip that has broken during surgery within one week. Immediate review by the MFR will be anticipated".

Manufacturer narrative:
The insert accessory was returned and evaluated. Engineering found the clamp arm detached and the hinge features on one side of the insert, that mate with the clamp arm pins, are bent backwards. This deformation is consistent with the hyperextension of the clamp arm. Engineering also observed scratch marks near the hinge which is indicative of collisions or rough handling. Engineering concluded that the damage is likely due to mishandling and/or misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.